Event description:
It was reported that pt said that he has had pain in his groin to his buttocks area for a year. He mentioned that he does not know if this pain is part of the healing process. He said that he will do blood test this week. Pt inquired if he would need a revision surgery, will stryker pay for the surgery costs. On (B)(6) 2012 - additional info received from sales rep: it was reported that the pt had a rejuvinate revision. Blood serum ion level was elevated.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the pt for his attorney and was not returned to the manufacturer. Should additional info become available, the evaluation summary will be submitted in a supplemental report.